Event description:
I am a type 1 diabetic on dexcom g7 continuous glucose monitors, which are supposed to last 10 days, since (B)(6) 2024 I have had a 50% defective rate with all the devices, I receive from dexcom. My understanding is that they have recently moved production facilities from (B)(6) and that is when the problems started. My blood sugar levels have risen significantly since (B)(6) and dexcom refuses to recall the devices and refuses to overnight new ones when defective, instead they send them via 7-10 day fed ex ground which has caused me to go without because insurance cannot refill sooner even if defective so dexcom is jeopardizing my health as well as many other diabetics as well, I'm sure. They are very matter of fact about it and have customer service teams based in canada which are sometimes not the most efficient or helpful. Quality control has gone way downhill since (B)(6) 2024, and they are not addressing it with any urgency. They need to recall and/or start overnighting new monitors when they fail. No other options that work with my pump and I am ineligible to get another pump for at least another year. Please help! Average blood glucose levels have risen from 7.0 in (B)(6) 2024 to 8.1 on (B)(6) 2025.